Manufacturer narrative:
(B)(4). Patient is reportedly a (B)(6) worker who was warned to not do any heavy lifting before the l5-s1 segment fused; however, the patient's compliance to these instructions could not be verified. Revision surgery is planned, but has not been reported to have occurred. No lot number was provided or recorded, so a manufacturing record review could not be completed. Review of pertinent labeling notes: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury. "If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant."

Event description:
An l5-s1 alif procedure was performed on (B)(6) 2013, during which an inter-fixated peek interbody was implanted. All four screws were implanted into the alif implant. The patient is reportedly a 140lb. Iron worker who was warned to not do any heavy lifting before the treated segment was fused; however, the patient's compliance to these post-operative instructions is unknown. A follow-up lateral radiograph dated (B)(6) 2014 depicted fractured s1 screw(s). The lateral radiograph depicts screws that are overlapping, so it cannot be determined if one or two screws fractured. The alif interbody does not appear to have migrated and the two superior screws in the l5 vertebral body appear to be intact. No revision surgery is planned at this time; the patient is reportedly asymptomatic despite the inferior screw fracture(s).